Manufacturer narrative:
(B)(4). Concomitant medical products: -unknown acetabular cup catalog#:unk lot#:unk, unknown jj continuum liner catalog#:unk lot#:unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01880, 0001822565-2017-05621.

Event description:
It was reported in medical records received that patient underwent a left hip revision procedure approximately 15 months postimplantation due to pain and loosening of the cup. During the procedure, excessive scar tissue was noted. The femoral head and acetabular cup and liner were removed and replaced. Three screws were also implanted.